Event description:
It was reported to nova biomedical that a consumer received a result of 173mg/dl on their blood glucose meter. The consumer immediately performed two additional tests using the same meter and strips getting the following result of 263mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before using their initial test strips as instructed in our directions for use. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The consumer was educated on these directions for use at the time of the call. The difference in the consumer's readings was determined to be clinically significant. The meter test strips are not being returned for eval.